Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary fully covered rx stent system was implanted to treat a biliary stricture during a stent placement procedure performed on (B)(6) 2014 as part of the (B)(4) trial. The patient was diagnosed with chronic pancreatitis on (B)(6) 2014. The patient's chronic pancreatitis was calcific. A pre-study stent placement cholangiogram revealed a distal biliary stricture. The patient was admitted to the hospital on (B)(6) 2014. The patient underwent a baseline assessment of biliary obstructive symptoms on (B)(6) 2014 and no symptoms were identified. Baseline liver function tests were conducted on (B)(6) 2014. The patient's gallbladder was present at the time of the procedure. On (B)(6) 2014 the physician implanted a wallflex¿ biliary fully covered rx stent in a satisfactory position across the stricture. Prophylactic antibiotics were administered. A prior biliary sphincterotomy had been performed and one was not performed during the stent placement procedure. A prior pancreatic sphincterotomy had not been performed and was not performed during stent placement procedure. No additional intrahepatic strictures were observed. A pancreatic stent had not been previously placed. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2015, the patient was admitted to the hospital for the per-protocol 12 month study stent removal procedure and liver function tests were conducted. On (B)(6) 2015 ,the patient underwent an assessment of biliary obstructive symptoms and no symptoms were identified. The per-protocol 12 month study stent removal was performed on (B)(6) 2015. During the endoscopic retrograde cholangiopancreatography (ercp) procedure to remove the stent, it was noted that the wallflex¿ biliary fully covered rx stent had become occluded with ingrowth and overgrowth. Additionally, the physician reported that the wallflex¿ biliary fully covered rx stent had partially migrated intrabiliary with its distal end completely encased into hyperplastic tissue. Proximal overgrowth was present and it was not possible to mobilize the proximal and distal end with a fogarty balloon. The physician was unable to remove the study stent during this procedure and another wallflex biliary rx fully covered stent was implanted inside the previously placed study stent. The patient was discharged from the hospital on (B)(6) 2015 and the physician plans to attempt removal of both stents within 1-2 months. There were no patient complications reported as a result of this event. Additional information received on september 10, 2015: on (B)(6) 2015 the patient underwent an additional ercp procedure to remove the two wallflex fully covered biliary rx stents that had been previously implanted. During the procedure, the 10mm x 60mm wallflex stent, that was placed stent in stent on (B)(6) 2015 was easily removed. The complaint device 10mm x 40mm wallflex stent, placed on (B)(6) 2014, was difficult to remove and was still embedded in the tissue. The physician completed removal of the 10mm x 40mm wallflex stent by trimming of some mesh with apc. The ercp was performed as an inpatient procedure. The patient was admitted to the hospital on (B)(6) 2015 and discharged on (B)(6) 2015. There were no adverse events reported related to this event. Additional information received on february 03, 2016: on (B)(6) 2015, the patient presented with cholangitis, which was deemed related to the study stent removal procedure. The event required a new inpatient hospitalization and medication. The patient was admitted on (B)(6) 2015. On (B)(6) 2015, the event was considered resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary fully covered rx stent system was implanted to treat a biliary stricture during a stent placement procedure performed on (B)(6) 2014 as part of the e7058 wallflex biliary fully covered chronic pancreatitis rct clinical trial. The patient was diagnosed with chronic pancreatitis on (B)(6) 2014. The patient¿s chronic pancreatitis was calcific. A pre-study stent placement cholangiogram revealed a distal biliary stricture. The patient was admitted to the hospital on (B)(6) 2014. The patient underwent a baseline assessment of biliary obstructive symptoms on (B)(6) 2014 and no symptoms were identified. Baseline liver function tests were conducted on (B)(6) 2014. The patient¿s gallbladder was present at the time of the procedure. On (B)(6) 2014 the physician implanted a wallflex¿ biliary fully covered rx stent in a satisfactory position across the stricture. Prophylactic antibiotics were administered. A prior biliary sphincterotomy had been performed and one was not performed during the stent placement procedure. A prior pancreatic sphincterotomy had not been performed and was not performed during stent placement procedure. No additional intrahepatic strictures were observed. A pancreatic stent had not been previously placed. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2015, the patient was admitted to the hospital for the per-protocol 12 month study stent removal procedure and liver function tests were conducted. On (B)(6) 2015, the patient underwent an assessment of biliary obstructive symptoms and no symptoms were identified. The per-protocol 12 month study stent removal was performed on (B)(6) 2015. During the endoscopic retrograde cholangiopancreatography (ercp) procedure to remove the stent, it was noted that the wallflex¿ biliary fully covered rx stent had become occluded with ingrowth and overgrowth. Additionally, the physician reported that the wallflex biliary fully covered rx stent had partially migrated intrabiliary with its distal end completely encased into hyperplastic tissue. Proximal overgrowth was present and it was not possible to mobilize the proximal and distal end with a fogarty balloon. The physician was unable to remove the study stent during this procedure and another wallflex biliary rx fully covered stent was implanted inside the previously placed study stent. The patient was discharged from the hospital on (B)(6) 2015 and the physician plans to attempt removal of both stents within 1-2 months. There were no patient complications reported as a result of this event. Additional information received on september 10, 2015: on (B)(6) 2015, the patient underwent an additional ercp procedure to remove the two wallflex fully covered biliary rx stents that had been previously implanted. During the procedure, the 10mm x 60mm wallflex stent, that was placed stent in stent on (B)(6) 2015 was easily removed. The complaint device 10mm x 40mm wallflex stent, placed on (B)(6)2014, was difficult to remove and was still embedded in the tissue. The physician completed removal of the 10mm x 40mm wallflex stent by trimming of some mesh with apc. The ercp was performed as an inpatient procedure. The patient was admitted to the hospital on (B)(6) 2015 and discharged on (B)(6) 2015. There were no adverse events reported related to this event.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary fully covered rx stent system was implanted to treat a biliary stricture during a stent placement procedure performed on (B)(6) 2014 as part of the e7058 wallflex biliary fully covered chronic pancreatitis rct clinical trial. The patient was diagnosed with chronic pancreatitis on (B)(6) 2014. The patient¿s chronic pancreatitis was calcific. A pre-study stent placement cholangiogram revealed a distal biliary stricture. The patient was admitted to the hospital on (B)(6) 2014. The patient underwent a baseline assessment of biliary obstructive symptoms on (B)(6) 2014 and no symptoms were identified. Baseline liver function tests were conducted on (B)(6) 2014. The patient¿s gallbladder was present at the time of the procedure. On (B)(6) 2014, the physician implanted a wallflex¿ biliary fully covered rx stent in a satisfactory position across the stricture. Prophylactic antibiotics were administered. A prior biliary sphincterotomy had been performed and one was not performed during the stent placement procedure. A prior pancreatic sphincterotomy had not been performed and was not performed during stent placement procedure. No additional intrahepatic strictures were observed. A pancreatic stent had not been previously placed. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2015, the patient was admitted to the hospital for the per-protocol 12 month study stent removal procedure and liver function tests were conducted. On (B)(6) 2015 the patient underwent an assessment of biliary obstructive symptoms and no symptoms were identified. The per-protocol 12 month study stent removal was performed on (B)(6) 2015. During the endoscopic retrograde cholangiopancreatography (ercp) procedure to remove the stent, it was noted that the wallflex¿ biliary fully covered rx stent had become occluded with ingrowth and overgrowth. Additionally, the physician reported that the wallflex¿ biliary fully covered rx stent had partially migrated intrabiliary with its distal end completely encased into hyperplastic tissue. Proximal overgrowth was present and it was not possible to mobilize the proximal and distal end with a fogarty balloon. The physician was unable to remove the study stent during this procedure and another wallflex biliary rx fully covered stent was implanted inside the previously placed study stent. The patient was discharged from the hospital on (B)(6) 2015 and the physician plans to attempt removal of both stents within 1-2 months. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of stent migrated. Reported event of stent blocked/occluded. (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.